Event description:
It was reported that the patient fell and injured his right knee. He didn't seek medical assistance for 12 months. Within that time, the tibial base plate has progressively gone into varus causing pain. Doctor believes that the patient fractured under the tibial tray in their fall which caused the tibial tray to fall into varus.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical / medical investigation concluded that no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was reported that the surgeon does not fault the implants, as the revision is believed to be due to a traumatic fall and fracture approximately 1 year ago with subsequent progression of pain and varus orientation of the tibial tray. The patient impact beyond the reported pain, revision tka and expected post-op rehabilitation period cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.